Event description:
There was no pt involved in this event. The device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.

Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable; however, subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found the fault may be attributed to the device being stored in adverse conditions. The ten minute time out recorded may suggest a failing membrane. Voltage fluctuation was observed over the pogo-pins and may have contributed to the recorded self-test fails.